Manufacturer narrative:
The catheter shaft was inspected and a kink was found at 1 cm from the distal tip (in the balloon section of the catheter), and the catheter was found to be cut at 28 cm from the distal tip. The catheter was cross sectioned and crystallized contrast media was found in the balloon lumen. The most probable root cause of operational context will be assigned to this complaint as due to some procedural factors encountered during procedure, the performance of the balloon was limited. The device history record review confirms that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an occlusion balloon was used during a percutaneous nephrolithotripsy procedure performed on (B)(6) 2013. According to the complainant after completion of the procedure the surgeon could not deflate the balloon using the the syringe provided in the kit. The surgeon cut the port part of the balloon and pull it out from the percutaneous tract that was used during the procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an occlusion balloon was used during a percutaneous nephrolithotripsy procedure performed on (B)(6) 2013. According to the complainant after completion of the procedure the surgeon could not deflate the balloon using the syringe provided in the kit. The surgeon cut the port part of the balloon and pull it out from the percutaneous tract that was used during the procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.